Event description:
"Customer reported: the customer reported that the protective orange plastic cover snapped off as they attempted to cover the needle with it, causing their finger to be stuck by the needle. Needle had already been used on a patient for a routine vaccine injection."

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 06/07/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct report type - adverse event and product problem provided in the initial MDR. The previously reported was incorrect. The correct report type is product problem only.